Event description:
Reportable based on the device analysis completed on (B)(4) 2014. It was reported that a missing image occurred. During percutaneous coronary intervention (pci) procedure, an opticross¿ imaging catheter was used in order to visualize the unknown target lesion. However, when the imaging catheter was connected into the ilab ultrasound imaging system during preparation, image failed to appear. Furthermore, it was noted that there were no issues with the ilab ultrasound imaging system used. The physician then completed the procedure using another of the same device. No patient complications were reported and the patient's status is fine. However, returned device analysis revealed an open hole at the lap joint sheath assembly.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that the telescope assembly was not able to properly pull back, advance, and retract. The telescope cannot advance the transducer distal housing (tdh) to the most distal position. An open hole at the lap joint sheath assembly was observed. Fluid was leaking at the sheath lap joint junction between the blue sheaths and clear imaging window tubing. A good square image appeared in the system and the product performed within specification. Imaging core windup was not found in the telescope assembly. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).